Manufacturer narrative:
This report is in addition to reports 3007494564-2013-00001 and 3007494564-2013-00002 that cover a single event and is submitted to include two additional screws which make up the construct used during the procedure. These two screws were from the same manufacturing lot and were packaged/sterilized at the same time. Review of sterilization and manufacturing records indicate no abnormalities or non-conformances associated with these products. Review of complaint log shows no other related issues. Culture report to verify infection has not yet been made available.

Event description:
Report of explantation of centinel device due to suspected infection of operative site. On (B)(6) 2012, the pt underwent a single level cervical procedure where a fusion cage (device 1) and three screws (devices 2 and 3) were implanted. Contrary to the IFU, autograft was not used, instead using beta tricalcium phosphate. The surgeon reports that the postoperative x-rays looked "good" and there were no complications or issues. On (B)(6) 2013, the pt reported to the ER with pain at the operative site and was diagnosed with an abscess. A revision was performed and the fusion device and screws were removed and replaced with another device. To date there have been no reported issues.